Manufacturer narrative:
Concomitant product: 174006 protack 5mm disp in (lot # p5b0200x ), abstack30x abs fixation device 30 tacks (lot # n4h0124x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced adhesions, pain, and recurrence. Post-operative patient treatment included revision surgery.